Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead due to lead dislodgement resulting in the patient experiencing dizziness. Additionally, during the revision procedure, noise due to the dislodgement was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.